Event description:
Blood glucose result was 553 mg/dl at 6:47 am and then 437 mg/dl at 7:20 am so took a bolus of insulin however not certain of the amount. It was reported customer did not eat but went to work and at 9:45 am was not feeling well, sweaty & legs felt heavy. Reporter stated she passed out for 3 hours and was taken to the emergency room (ER) where their meter read 66 mg/dl at 1 pm. Reporter indicated being treated with food at the ER and medication for nausea. A request was made for the return of the suspect device and replacement product was sent.